Event description:
This report is based on information provided by philips local customer support and philips emergency care product support engineering has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the op check and service mode roding error message was shown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the screen freezes when entering opcheck and the loading speed takes a long time when entering. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.